Event description:
I have 20 years of software development experience and have used dexcom systems since the g6. With the g7 system, I am encountering a recurring and serious issue: the mobile app fails to deliver high glucose alerts consistently, even when properly configured. I have tested this on three different android phones, and the problem persists across all devices. The sensor appears to be working (as I can see high glucose values in the app), but alerts do not trigger reliably. This suggests the problem lies within the dexcom g7 mobile application, not the sensor hardware. I have video evidence of sustained hyperglycemia for over 4 hours without a single alert. This failure is not due to phone settings, app permissions, or system volume. I have contacted dexcom support multiple times. Previously, I requested escalation and received no follow-up. Most recently, I asked to speak to a supervisor. The support agent misunderstood my concern, incorrectly summarized it, and said "let me google to see if I can answer your question." I was then disconnected. I received a call back that lasted one second and have had no contact since. This failure is not isolated or environmental--it's app-level behavior across devices. The dexcom app is part of a regulated class ii medical system, and these alarm failures create a real safety risk. I believe this constitutes a violation of FDA expectations for reliability, usability, and responsiveness to user-reported safety issues. I know how to fix the problem but every time I call them and ask to talk to the application development team or talk to a manager I get disconnected and they put low effort call back attempts, today's issue (B)(6) 2025 they dropped my call and then called me back but for 1 second so I didn't even have time to pick up and answer that call back.